Event description:
It was reported the patient's blood glucose level rose to between 300 to 420 mg/dl while wearing the pod for an unspecified period. The patient alleged that the pod malfunctioned with blood backflow into the reservoir causing burning and bruising at the insertion site. In addition, the backpaper was damp from insulin upon activation. The patient was unsure whether the needle guard was in place at the time of filling and/or during priming. As treatment, the patient placed a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone17.4cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.